Event description:
It was reported that the patient presented to the initial surgery with complaints of severe low back and bilateral low leg pain, tingling on the right, greater than left and occasional numbness. Pre-op diagnoses: 1. Herniated disk l4-5. 2. Bulging disk l5-s1. 3. Degenerative disc disease l4-5, l5-s1. 4. Bilateral lower extremity radiculopathy. Patient underwent following procedures: 1. Posterior spinal fusion l4-5, l5-s1. 2. Posterior lumbar interbody fusion l4-5, l5-s1. 3. Decompression l4-5, l5-s1. 4. Posterior lumbar segmental instrumentation with poly axial pedicle screws l4-5, l5-s1. 5. Interbody cage l4-5, l5-s1. 6. Local bone graft with rhbmp-2/acs for fusion l4-5, l5-s1. Reportedly, the patient developed unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4).